Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 74 year old male patient was implanted with an impella cp for mechanical circulatory support due to a st-segment elevation myocardial infarction (stemi). While on support thrombocytopenia was noted. One unit of packed red blood cells was transfused. Frequent suction events were also noted. A bedside pericardiocentesis was performed and physician repositioned the catheter. Position verified with bedside transthoracic echocardiogram; however, suction alarms persisted. Lastly, the impella pigtail was noted to be underneath the papillary muscle. The doctor was able to reposition the impella at bedside. The pump was later explanted and the patient escalated to an impella 5.5.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.